Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that they tested impedances during the patient¿s implant procedure and contact 8 impedances were greater than 40,000 ohms with other pairs between 1900-4400 ohms. The rep tried to reinsert the lead, changed the amplitude to 3.0 and switched the leads which caused multiple contacts to be out of range. When the rep tried a new cable, the impedances were still out of range, they hooked the lead to the implantable neurostimulator (ins) and contact 8 was still out of range. It was discovered that the lead with #8 electrode got clipped on the cable, one end of the lead had a weaker stim output than the other. Temporary high tissue impedance was reviewed; the other slightly higher imped from all other electrodes pairs did not reflect open circuits and that it was likely this was temporary high elevated impedances that would normalize after the operation. In conclusion, it was decided that establishing another contact should work. When the rep tunneled and connected the lead in the ins pocket, all impedances were within normal limits and it was confirmed that the issue was resolved the following day. There were no known factors that might have led or contributed to the issue and the patient was alive with no injury at the time of the report. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as spinal pain.